Event description:
A radiology technician was preparing a patient for an x-ray by having them lay on xplorer 2200 system table. When the patient lay down on the table, the leg at the head of the table collapsed in a downward position, causing the table to hit the image detector that was situated under the table. The patient was subsequently removed from the table. There was no injury to either the patient or a health care worker.